Event description:
The patient was admitted from the ed, after multiple inappropriate shocks from his ICD. The device was implanted 7 years ago, with generator change 4 years ago. The patient was aware of 9 shocks. The wife stated that earlier on the day of admission, she had taken her husband to a hospital closer to home. He signed out against medical advise (ama), and chose to present at this facility, where he is an established patient in cardiology. Interrogation of the device in the ed, was consistent with lead fracture and recorded 23 firings. Patient underwent explantation of old ICD and implantation of new ICD generator. Procedure included capping of failed medtronic sprint fidelis lead and implant of new right ventricular (rv) lead.======================manufacturer response for lead, sprint fidelis (per site reporter).======================manufacturer has previously responded nationally.